Manufacturer narrative:
The suspect device is not expected to return for evaluation. A lot number has been provided and a review of the manufacturing history record is in progress.

Event description:
The account alleges that post- cardiac resynchronization therapy-defibrillator [crt-d] implant procedure, the patient expired in the recovery unit. The physician alleges that at the beginning of the crt-d implant case, the stopcock on the sheath introducer was in the open position and air was noted within the tubing of the introducer sheath. The device was still used for access during the case and anesthesia stabilized the patient during the procedure. The physician alleges that air may have been introduced into the patient's subclavian vein and migrated during sheath placement. The patient would not stop coughing at times during the procedure, and o2 saturations had dropped. The crt-d device was successfully implanted and tested. All pacing parameters had been set correctly and the defibrillator was capturing as intended. The crt-d implant procedure was successfully completed. The patient was transferred to a recovery unit for observation in stable condition. The patient expired at some time during recovery. The cause of death is unknown. A hospital investigation is currently underway. The device was discarded and will not be returned for manufacturer evaluation.

Manufacturer narrative:
According with the summary reported by the customer, the physician was notified by the attending medical device representatives that all introducer sheaths are packaged and shipped with the t-valve [stopcock] in the closed position, and if the valve was left in the open position after prepping the device, it would have been the responsibility of the clinical staff prepping the device or using the device to close the valve before using the sheath for procedures. The valve was inadvertently left in the open position after the device was prepped. Adverse event related to use error.